Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. The footswitch interface printed circuit board (pcb) (which belongs to the system) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 16, 2006. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to the non-conforming footswitch interface printed circuit board (pcb). However, how that footswitch interface pcba became non-conforming remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing a reflux issue. Additional information has been requested.